Event description:
Information was received that the infection started 4 months after surgery. It was stated that the main reason given by the surgeon for the cause is "one of the white plastic pushing on the incision line opening the wound and secondary infection. The system wasn't taken out for the moment, only the plastic attachment". Further information was received confirming that the white plastic at the neck incision site is the tie down and the physician believes the placement of this tie down/surgery was the reason for the wound opening. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient has an infection at their neck site. The infection was initially noticed and it was treated with antibiotics, and the patient's stitches were re-done as one of the stitches was affected by the infection. Device history records were reviewed for the generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.